Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer experienced symptoms such as nausea, vomiting, blurry vision symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was not on auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.